Event description:
A customer contacted beckman coulter regarding an erroneous hemoglobin (hgb) result from a single patient that was generated by the coulter ac t instrument. The hgb result was 11.3g/dl. The result was believed to be erroneous when compared with higher result obtained from the redraw. The redraw result was 13.1g/dl based on available information, the patient was given a treatment of ferrous sulfate.